Event description:
It was reported by the contact that the customer received an attitude alarm while the pump was sitting on the counter. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. There was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.